Event description:
It was reported that via merlin.net transmission showed a non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Suggested programming changes were made to device. Patient was in good condition after event.